Event description:
It is reported that a customer received bad sensor and calibration error alarm on their insulin pump. The patient's blood glucose level was at 48 mg/dl. The customer treated their low blood glucose level with glucose tablets. The customer changed the sensor but stated that there was a lot of blood at the site. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The customer was sent a new sensor. No further information was provided.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per spec due to low readings. Unable to confirm customer complaint due to customer return sensor no needle. Also found sensor's canula bent unable to confirm customer received sensor condition due to customer returned opened and used.